Manufacturer narrative:
Pr 12689854 follow up MDR for device evaluation: three photos were provided to our quality team for investigation. There is no visible damage or other defect identified within the photos to indicate a disconnection occurred or why the connection may have separated. A device history review was performed for lot 2502501, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this concern. Retained samples of the same lot were used for additional evaluation. The product was visually inspected and no defects were identified. Dimensional testing was performed, including the luer thread, verifying all critical dimensions are within specification. Product undergoes a series of visual and functional evaluations throughout the manufacturing process. Records were reviewed for the reported lot and no issues related to this failure were identified. Based on the available information, we were unable to identify a root cause linked to the manufacturing process at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Event description:
It is reported disconnection. Event description: infusion of mmf mycophenolate mofetil long term infusion commenced on sunday, 8.3..... While the connector and the locking injector were engaged and with use of the clamp ....the complete connection came off the neutron needles valve and leaked, connected again, came off and for a third time. 2x's last night, once this am of 8.7. 3x's in total of 12 hr span. The connector and locking injector were changed out today during there next hanging of medication. Attached to a trifurcated line. Had to reconnect--3x's over 12hr period on day 4 of infusion

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.